Event description:
It was reported that a capture threshold test and real time measurements could not be performed. When attempting to perform these procedures, the programmer aborted operations due to the device being in magnet reversion. The physician elected to program the magnet response off and leave the device implanted.